Event description:
The physician attempted to implant two epicardial leads in the lv. The patient had a thoracotomy. The physician positioned one of the leads and received no signal and no capture at 5v, 1ms, which was due to lead placement. The initial lead was removed and the physician was looking for another place on the heart when the perforation happened. The patient was bleeding a lot. The patient is doing fine and was sitting up, talking and alert. Neither lead was implanted.